Event description:
Attempting to clip a visible vessel in the esophagus. When clip was opened wide, it tried to push itself off of the deploy device. Was able to close the clip on tissue, but it did not fully deploy and instead ripped itself off the esophagus. Clip was able to be removed and another clip was able to be replaced.